Manufacturer narrative:
The intellatip mifi oi temperature ablation catheter was received at the boston scientific post market laboratory. Upon receipt at our post market quality assurance laboratory the device underwent a visual inspection and did not reveal any visual abnormalities. Functional testing revealed no abnormal resistance was felt when actuating the steering mechanism. The devices lumen was leak tested and the unit passed the test without problems. Flow test observed that the device was obstructed. The continuity test was performed, and the device was found within specifications. No shorts or opens were detected. The device was destructively analyzed, and it was observed that the lumen has procedure residual at distal end of the catheter that could be affected to the saline flow irrigation.

Event description:
Reportable based on device analysis completed on 11jan2024. During a paroxysmal supraventricular tachycardia procedure, a intellatip mifi oi temperature ablation catheter was selected for use. The temperature rises and does not fall during ablation. The device was replaced. The procedure was completed without any further complications. However, analysis of the returned device revealed that the catheter lumen was obstructed.